Event description:
It was reported the instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon fired 2 firings on the round ligament and tube which were fine. On the third firing he felt some resistance and hesitance in firing cycle. Only half of the staples fired--bottom only fired. The other staples fell into the patient. It is unknown whether they were retrieved and unknown whether they were at all formed. The same instrument was reloaded and fired. This time only the right half of the staples fired, the left did not. The entire line was cut. The patient was opened to control the bleeding. Rep returning 1 full instrument/cartridge. Rep also returning 5 reloads (tr35w). All the used cartridges and some unspent cartridges opened for the case. 6/23/97 surgeon was attempting to perform a laparoscopic assisted vaginal hysterectomy. He was using the tws35 and he fired the instrument three times. On the first firing across the fallopian tube, no problems were encountered. On the second firing across the ovarian ligament and the round ligament, likewise, there were no problems. When attempting to fire on the third firing across the broad ligament, he noted the firing to be quite difficult. Therefore, the instrument was released and removed and a new cartridge inserted. The instrument was reapplied and was fired. There was a little difficulty in starting the firing, but it was completed without difficulty. When the instrument was released, it was noted there were staples on one side, but not on the other and the instrument had cut. He was unable to control the bleeding easily and therefore converted to open. The patient was released on the following day. Blood transfusions were not required. The instrument was given to the representative and it was noted that the drivers on one side were visible and on the other they were not. There is no video available. There is no other material for co to examine. There are no other sequelae expected.

Manufacturer narrative:
Facility experienced an event with endopath ets on 6/17/97 while performing a l.a.v.h. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973850. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, j00l7u; cartidge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bend and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, k0112j. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not form staples properly" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. The returned cartridge had bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products. We appreciate the fact that you took the time to inform us of the event. Your info is a driving force in our continuous improvement process.